Event description:
As reported: "(B)(4): infinity prophecy talus. The talus pins are consistently high (too proximal) when using the prophecy guides. The surgeon ends up with a smaller footprint than expected for the talus implant, and they've frequently had a tighter fit than expected due to the smaller footprint."

Manufacturer narrative:
Please note corrections to d4 (catalog #, lot #, and gtin). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The prophecy team was made aware of the allegation and conducted an internal review into their processes for these patient specific guides. According to their review, "the CT scan was processed within normal, acceptable ranges. No errors were identified during the segmentation procedure. The alignment guides were designed within normal, acceptable ranges. No abnormalities in the internal process were found. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. The preference to resect an extra 1 mm on the talus requested by surgeon and rep was included in the system. It was not possible to identify what caused the prophecy talus guide pin placement mentioned in the complaint¿s email. A potential root cause may be a discrepancy in user expectations vs standard guide design or user error during surgery." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "(B)(4) fw: infinity prophecy talus. The talus pins are consistently high (too proximal) when using the prophecy guides. The surgeon ends up with a smaller footprint than expected for the talus implant, and they've frequently had a tighter fit than expected due to the smaller footprint."